Manufacturer narrative:
On 19 january 2016, it was prepared a final report with the information already submitted in the initial report. On 20 january 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015 it was communicated that the screw was not returned as the hospital policy. Batch review performed on (B)(6) 2015: lot 135191: (B)(4) items manufactured and released on (B)(6) 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported event. On (B)(6) 2015 the medical affairs director made the following analysis: the most frequent cause for screw loosening is insufficient torque at insertion. The xrays provided are extremely low quality and it is impossible to use them to evaluate if the screw had not been fully inserted or tightened. Hence, the root cause for this problem cannot be determined with certainty. Not available.

Event description:
Fixation screw had worked its way loose from the poly insert about one year after primary surgery. Arthroscopy was necessary to remove loose screw; some superficial scratches were noted on the femoral implant under arthroscopy.